Event description:
Procedure type: unk. According to the reporter: surgeon found that orange scraps (coating) were coming off the device while preparing for surgery. No pt injury was reported.

Manufacturer narrative:
(B)(4).